Manufacturer narrative:
The returned catheter was patent and met the requirements for leak testing. Therefore the conditions of the complaint could not be replicated by lab personnel. A review of the mfg records was not possible as no lot number was provided.

Event description:
It was reported to medtronic neurosurgery that during a revision procedure, it was observed that the device was occluded. According to the report, the pt did not incur any injury as a result of the event.